Manufacturer narrative:
The evaluation was carried out on (B)(6) 2015. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that two of the upper bolts were missing. The patient fell but there were no serious injuries sustained as a result of the fall. No medical treatment was needed.

Event description:
Knee joint was sent in for repair. According to information provided by the customer the bolts were loose. Patient fell, but there were no serious injuries sustained as a result of the fall. No medical treatment was needed.